Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is necrosis. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿necrosis¿, ¿scar tissues¿, ¿knots have popped up¿ and ¿had breast cancer¿. Device remains implanted. This record is for the left side.